Manufacturer narrative:
Mckesson medical imaging company determined that the reported problem also occurs with voxar 3d version 4.2 integration with hmi. By may 23, 2007, all affected customers were notified of the problem and advised of steps to take to avoid the problem. Software updates for horizon medical imaging 11.0.x workstations used with integrated voxar 3d software v6.2 that eliminate the reported problem were released on july, 17 2007. Since this release date, clinical sites with the above listed programs have been in process of being updated with the above listed program updates.

Event description:
An unsaved voxar 3d version 6.2 snapshot in a study that is swept then closed may be inadvertently saved in the next study that opened and closed. The incorrectly saved snapshot is also incorrectly identified with the second study's patient identifying information.